Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "interoperative or postoperative bone fracture and/or postoperative pain." "Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015-02631 & 02632 & 026330).

Event description:
Patient reported to have undergone left total knee arthroplasty on (B)(6) 2010. Subsequently, patient alleged stiffness, popping, swelling and knee locking. Patient further alleged that a knee manipulation was performed in 2012. The symptoms continued and the patient was revised on (B)(6) 2013. Operative reports for the revision state the reason for the revision was pain and loosening of the femoral component. The femoral component and tibial bearing were removed and replaced. Patient claims that the swelling is ongoing and there is a permanent gait along with instability, pain, stiffness, weakness, and loss of range of motion. Patient further claims that a cold infusion procedure is planned.